Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of service history records was performed and revealed no failures or problems that were the same as or similar to the reported event. The event history log was reviewed and revealed no programming errors, malfunctions, or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The device was determined to meet functional and electrical performance specification requirements. A simulated therapy was completed with no issues noted and no leaks or abnormal pressures were identified during testing of the pneumatic system. An internal and external visual inspection revealed no problems related to the reported event. The device passed the seal, purge, and wet disposable integrity test. Upon conclusion of the investigation, no malfunctions, abnormalities, or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was unknown. The patient had been hospitalized for five days prior to death for exacerbation of congestive heart failure and fluid overload. It was unknown if the patient recovered from these events prior to death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.